Event description:
The surgeon reported they were inserting a three piece silicone lens model aq2003v and the posterior chamber tore and the lens went into the vitreous. The surgeon wasn't able to retrieve the lens so they inserted a three piece lens in the ciliary sulcus. On the one-day post-op the initial surgeon sent the pt to a retinal specialist who removed the lens and the nucleus of the patient's natural lens. The pt had pre-existing conditions of retinal detachment, macular degeneration and a prior surgery of pars-plana vitrectomy and scleral buckle and air fluid exchange. The reporter stated this was not due to the lens but due to the patient's pre-existing conditions. The lens was discarded.